Event description:
A report was received that a pt was experiencing difficulties charging the ipg. The physician assessed the area and believes the battery is too deep, making it difficult to charge. The pt will undergo a pocket revision to make the battery shallower.